Event description:
It was reported that when using a 3.0 x 15 mm trek balloon catheter, under angiography, the balloon length appeared to be shorter than 15mm under angiography. Nevertheless, the procedure was successfully completed using this balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Analysis confirmed the difference in labeling between the device and its packaging. A review of the complaint handling database found a similar incident from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence of this type of mislabeling to be rare. Abbott identified the root cause of the mislabeling, and implemented corrective actions to prevent recurrence of this issue.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.